Manufacturer narrative:
Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in air/water tube, distal end cover and cylinder. There was no patient involvement.

Manufacturer narrative:
Upon review of complaint record, it was noted field h6 had inadvertently included many additional and duplicated reporting codes. No change in MDR reportability decision. Additional assessment created to submit supplemental emdr with correction.

Event description:
No additional information received from customer.